Event description:
The reporter contacted animas on (B)(6) 2012 alleging the patient wore the pump while swimming on (B)(6) 2012 and shortly thereafter, the pump began to act strangely, powering off on its own without any intervention by the patient. The reporter stated that the batteries have been changed several times, using lithium batteries. The reporter further states that the pump has been vibrating randomly. The reporter confirmed that the pump has been turned off most of the day and powered off by itself on (B)(6) 2012. During troubleshooting with customer support, the reporter denies any damage to the battery cap and states it was replaced 7 - 12 months ago. The reporter also states that the battery cap tightens down appropriate and there is no visible damage to the structure of the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged power malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens. The pump powers on appropriately to the verify screen with functional auditory and vibratory alarms. A review of the pump history indicated power loss had occurred. A review of the alarm history indicated multiple call service alarms had occurred. There was no damage found to the battery cap or compartment. The battery cap was able to fully tighten with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues and no alarms occurring. Evaluation revealed moisture inside the pump and a case seal leak. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.